Manufacturer narrative:
The customer¿s product was requested for investigation.

Event description:
The initial reporter complained of a discrepant high glucose result for 1 patient tested with accu-chek performa meter serial number (B)(4) compared to a radiometer instrument. The result from the performa meter was approximately 50 mg/dl. The specific result was not known. The result from the radiometer instrument was 30 mg/dl. The tests were performed simultaneously.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.